Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A protect IV study was received that stated there was a possible relationship between an impella procedure and an impella device to a patient having cardiogenic shock.

Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the event was not determined.

Manufacturer narrative:
Additional information was received since the initial and first follow up manufacturer device reports with number 1220648-2024-15231 were submitted.

Manufacturer narrative:
Upon review of the provided information, the noted issue was associated within the cardiogenic shock that the patient experienced according to the principal investigator (pi) was not related to the impella procedure or the impella. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary.